Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.